Event description:
Customer reported that they woke up in the morning and the insulin pump was not working. Customer received a battery out limit alarm and stated that they left the batteries out of the pump for a greater than duration allowed. Customer's blood glucose reading at the time of the call was 497 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.